Event description:
The customer stated that one patient sample generated a false positive result of 0.535 ng/ml, which was questioned by the physician and the patient was unnecessarily treated with heparin due to this elevated result. The patient was retested and negative results were obtained. The patient was not diagnosed with myocardial infarction. No further impact or consequences to patient health were reported.

Manufacturer narrative:
(B)(4). Product evaluation was performed in order to investigate this issue. Review of ticket trending and lot search data for the reagent lot 45652un14 did not identify an increase in complaint activity for the issue under investigation. Accuracy testing was completed using retained kits of reagent lot 45652un14 and acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. No malfunction was identified since the issue involves a discreet sample and retest of the sample produced a negative result that matched the result of the subsequent sample. Based on the evaluation results, a malfunction and / or a product deficiency were not identified. The customer was referred to the assay package insert, which listed the probable causes of discrepant results along with the possible corrective and preventive actions.